Manufacturer narrative:
User facility medwatch #: mw5082073. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 3, 2019 that a flexiva ID 365 laser fiber was used during a lithotripsy procedure in the bladder and ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium pulse with laser settings of 21 watts, 0.3 joules and pulse frequency of 70 hertz and 0.72 kilojoules. According to the complainant, during procedure, the laser fiber tip was detached inside the patient while blasting the renal stone. The fiber tip was retrieved successfully. There were no serious injury nor adverse patient effects reported as a result of this event.